Event description:
The complainant reported an under-delivery. The delivery rate was 110 ml/hour with a day dose of 500 ml and a night dose of 1000 ml. The pump ran for 3 hours and only delivered 50 ml.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). The testing and investigation results did not confirm the complaint of under-delivery. The pump delivered at 100% accuracy, which is in specification.